Event description:
While in nicu, nurse attempting placement of umbilical line with 3.5 fr argyle neo-sert kit. Line placed without problem. Suture material found in kit broke while nurse began to unknot suture broke.